Event description:
Related manufacturer reference number:2017865-2023-18624. It was reported that the patient presented in clinic for a check. Upon review, the implantable cardioverter defibrillator exhibited post paced t-wave over-sensing, post sensed t-wave over-sensing, and unspecified over-sensing. Programming changes were made on the device. No patient consequences. The right ventricle lead exhibited noise. No intervention was performed. No patient consequences.